Event description:
A surgeon reported a patient experiencing unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon stated that the patient is comfortable and happy using glasses. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/11/2008 and 12/23/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 01/09/2009.